Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report filed january 11th, 2016. Device not received by manufacturer.

Manufacturer narrative:
Per the patients surgeon, the patient was reimplanted with a new device on (B)(6) 2015. This report filed march 8th, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a decrease in electrode function with device use.